Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in the heavily calcified left common femoral artery with two proglide devices using the pre-close technique via a 6fr sheath prior to an endovascular aneurysm repair procedure. Reportedly, cuff misses occurred with both of the proglide devices. Two new proglide devices were used for the pre-close technique and hemostasis was achieved with the pre-placed sutures of the two new proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.